Event description:
Procedure: bowel resection. According to the reporter: the stapler was closed, the blade advanced and tissue was cut. Upon removing the device, the knob could not be pulled back to release off tissue so the surgeon cut around the device in order to remove it. The surgeon re-clamped the tissue and sewed by hand. Or time was delayed approximately 10-15 minutes. It could not be reported if bleeding occurred.